Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a voltage test, a catch post hi pot test, a patient hi pot test, and a safety analyzer test. There were no visual discrepancies encountered during the internal inspection of the cycler. There were no indications of sparking occurring or any visual evidence of any heat damage on or within the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that sparks were coming from the back of the liberty select cycler after the power cord was moved. The patient stated that twice in the last few days the cycler could not be powered on. The patient reported there was no issue regarding a power outlet or power outage in the home. The fresenius technical support representative instructed the patient to reseat the power cord at the back of the cycler and at the wall outlet as the power cord was not securely plugged in. When the cycler would not power on the patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however a response was not received. The patient was not connected to the machine when the reported issue occurred. It was not reported that the patient experienced any serious injury, harm, or required medical intervention as a result of the reported event. The cycler was scheduled to be returned to the manufacturer for physical evaluation.